Event description:
Hospital staff were delivering a synchronized cardioversion to a pt and the apex electrode allegedly "sparked and smoked" upon discharging the defibrillator. The standard paddles were used as a back up and treatment was continued. There were no adverse effects to the pt as a result of the reported event.